Event description:
Clinic notes dated (B)(6) 2016 were received indicating that a patient's generator was at end-of-service and that the patient had been referred for generator replacement. It was later reported on (B)(6) 2016 that the patient had gone to the ER for an increase in seizures. The patient had been referred for battery replacement surgery. Generator replacement occurred on (B)(6) 2016. Settings of the previous generator were provided from a company representative and the generator was shown not to be at end-of-service. Systems diagnostics after replacement were reported to be within normal limits. The explanted product was reported to have been discarded by the explant facility. Additional relevant information has not been received to-date.